Manufacturer narrative:
A new pendant was sent to the facility to repair the bed.

Event description:
Info received indicates the pendant cable is frayed at the pendant body which has exposed the wiring.